Manufacturer narrative:
Device evaluation summary: a medtronic service engineer (se) inspected the ventilator but it did not start up. The se replaced the power controller and power distribution printed circuit board (pcb). When the ventilator turned on, smoke was found to be coming from the graphical user interface (gui) housing, the battery packs were noted to have their red light emitting diode (led) lit and the ventilator fan was found to be noisy. The gui assembly, battery pack and fan were replaced. The unit passed testing and operated within the manufacturing specifications and was returned to the customer. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator shut down and had a smoking/burning smell. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. During evaluation of the device, smoke was found to be coming from the graphical user interface (gui) housing.